Event description:
It was reported that an insulin gauge on a pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Additionally, the customer mentioned overfilling the cartridge and using cold insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed.